Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and low sensing threshold were noted on the right ventricular lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.